Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis on several occasions. Reportedly, the diabetic ketoacidosis events were caused by the non-tandem infusion set tubing bending and getting caught on itself. Customer declined to provide any additional information about the events, including infusion set brand.